Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. Additional information, including device details, pre and post operation x-rays and detailed patient outcome were requested in order to progress with the investigation, however, not all were provided, therefore, there was only very limited information available for this investigation. The appropriate device details were not provided and thus the relevant device manufacturing records could not be identified or reviewed. Due to the lack of information provided a root cause could not be identified, however the rasp design for taperfit instruments has since been updated. Based on this corin now considers this case closed. However, should any new information be provided, this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The surgeon was trying to implant a 45 offset taperfit stem; however, he could not position the broach at the correct angle. As a result, he instead implanted a 38 offset taperfit stem.